Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 failed to open and was unable to recover, the customer hard rebooted the device, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2 had failed. A field service engineer (fse) replaced drawer board, replaced retractable band, replaced pyxis cable issue was resolved. The system functioned as intended after the field service engineer repaired the device.